Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer had received alarms after inputting a battery on the insulin pump. They had a battery out limit alarm. The customer¿s blood glucose during the incident was unknown. It was explained that they had to clear the alarms. No further details were given. The insulin pump will not be returned for analysis.